Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing.  Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a voluntary med watch, it was reported that the balloon of a mynx ace vascular closure device (vcd) 6f-7f burst when deployed.  There was no patient injury reported. The product is available for analysis. Additional information will be requested.

Manufacturer narrative:
Complaint conclusion: as reported by a voluntary med watch, it was reported that the balloon of a mynx ace vascular closure device (vcd) 6f-7f burst when deployed. There was no patient injury reported. Attempts to gather further information have been made and were unsuccessful. The product was not returned for analysis. Review of lot f1700303 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, the safety and effectiveness of mynx ace has not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.